Event description:
Between 07/05 to 12/05, I was under treatment by an ophthalmologist for a serious eye infection. He determined that it was probably a fungus. It has since cleared up but I had to stop wearing contacts. Over the six months of fungal infections, my eye-s- would clear up, but then flare up when I attempted to wear contacts. I used acuvue advance contact lenses for many months with no problems. However, I started using bausch and lomb renu with moistureloc around the time of my outbreak. After reading an article from the associated press on a fungus outbreak in relation to this contact lens solution, I believe this was the cause of my prior eye problems.